Event description:
The patient reported that they were hospitalized due to their device malfunctioning. Follow up information provided that the patient was seen in the emergency room due to increased shortness of breath and wide complex tachycardia. The physician disabled discriminations on the device and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.